Manufacturer narrative:
The technician investigated and found the siderail did not have the upgrade kit installed. The technician installed the upgrade kit to repair the bed.

Event description:
Alleged the left foot siderail will not latch.